Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation, during follow up the pulse generator exhibited backup vvi mode, no pacing support was noted. After a software download, the device resumed normal function. The patient left clinic without any symptoms.